Manufacturer narrative:
An event of perforation of vessels, low blood pressure/hypotension, cardiac perforation, hemorrhage/blood loss/bleeding, pericardial effusion lead, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information received from the field that after three hours post procedure, the patient developed hypotension and suddenly decompensated. Further observation revealed a large pericardial effusion. The pericardial effusion was drained, and patient was brought to surgery which revealed bleeding from the pulmonary artery and a hole in the pulmonary artery. The artery was repaired, the amulet was explanted, and the laa was surgically ligated. The patient was reported as stable. Additionally, the implanting physician into not believing that the device caused the pulmonary artery perforation and resulting pericardial effusion. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
User facility medwatch report mw5144779 received that states that "amulet device placed in atrial appendage, deployed well, appropriately sized and well seated. Echo normal following procedure. Approximately 3 hours later, patient suddenly decompensated, was taken to the or and found to have a hole in his pulmonary artery caused by puncture from the amulet device. Upon completion of device placement: ef of 60-65% by visual estimation; no evidence of pericardial effusion following procedure." It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. Prior to procedure, there was no pericardial effusion present. The patient presented with atrial fibrillation. The first activated clotting time (act) post heparin loading dose was 221 seconds. Additional heparin was given, and the second act was 239. The device deployed well, was appropriately sized, and was well seated in the appendage. The device was implanted successfully with a single deployment. The device landed more distally than originally planned, but it was decided to leave it in place, as the laa was fully sealed with no leaks, shoulders, or gutters. Upon completion of device placement, the ejection fraction was 60-65% by visual estimation, and there was no evidence of pericardial effusion on echocardiogram. The patient remained hemodynamically stable throughout the procedure. Approximately three hours post procedure, the patient developed hypotension and suddenly decompensated. Further observation revealed a large pericardial effusion. The pericardial effusion was drained, and patient was brought to surgery which revealed bleeding from the pulmonary artery and a hole in the pulmonary artery. The artery was repaired, the amulet was explanted, and the laa was surgically ligated. The implanting physician initially believed that the device stabilization wires caused the pulmonary artery perforation. However, the cardiac surgeon closely examined the appendage with the amulet still inside and did not find any indication of stabilization wire perforation of the appendage itself. That knowledge guided the implanting physician into not believing that the device caused the pulmonary artery perforation and resulting pericardial effusion. The physician provided no further comment on how the pericardial effusion or pulmonary artery perforation may have formed. The patient was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The patient presented with atrial fibrillation. The first act post heparin loading dose was 221. Additional heparin was given, and the second act was 239. The device was implanted successfully with a single deployment. The device landed more distally than originally planned, but it was decided to leave it in place, as the laa was fully sealed with no leaks, shoulders, or gutters. The patient remained hemodynamically stable throughout the procedure. Prior to procedure, there was no pericardial effusion present. There was no pericardial effusion noted immediately after procedure. Approximately three hours post procedure, the patient developed hypotension. Further observation revealed a large pericardial effusion. The pericardial effusion was drained, and patient was brought to surgery which revealed bleeding from the pulmonary artery. The artery was repaired, the amulet was explanted, and the laa was surgically ligated. It was noted that the stabilization wires of the amulet had not punctured the laa. The physician provided no further comment on how the pericardial effusion or pulmonary artery perforation may have formed. There was no reported malfunction of the amulet device. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.